Event description:
Complainant alleged that the medics had been monitoring a pt with high blood pressure for about five to ten mins. The medics then turned the device to manual mode and pressed "confirm", but the screen then went blank. The medic then replaced the device battery, but the problem continued to exist. The medics continued to monitor the pt through the recorder print out. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.